Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no kinks or damages on the hypotube shaft. A visual and tactile examination identified stretching throughout the shaft polymer extrusion. A microscopic examination of the shaft polymer extrusion identified a 2mm longitudinal tear at the site of the guidewire exit port. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon exhibited signs of having been inflated and was not refolded. A microscopic examination of the tip section found no damage. A photo image of the balloon was received. A review of the image identified no issue with the balloon profile. The review of the image acknowledges that the proximal folds in the balloon are not as tightly folded as the remainder of the folded balloon. This is not an issue with the balloon fold. It is noted that all devices are packaged with a blade protector which does not cover the entire balloon. As a result, the proximal folds in the balloon are not covered by the protector and as a result can give the appearance that the balloon is inflated (not tightly folded) at its proximal end. This is not an issue with the balloon. The device was returned for analysis with the guidewire, used by the customer, partially inserted through the wire lumen. The guidewire had been pulled proximally from the site of the guidewire exit port, which meant that no section of guidewire was exiting from the tip of the device. It was possible to remove the guidewire through the guidewire exit port with some resistance. The resistance was consistent with the stretching that was evident along the distal polymer extrusion shaft. It was not possible to insert the guidewire through the guidewire lumen, due to the stretching that was identified along the shaft.

Event description:
It was reported that there was a difficulty removal of device. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the proximal part of the balloon was inflated when it was removed from the hoop. Additionally, there was severe resistance in the wire lumen which made it difficult to insert and remove the device. The procedure was completed using this device. There were no patient complications reported post procedure. It was further reported the device was simply removed without any additional intervention. The patient condition post procedure was good.

Manufacturer narrative:
Patient age: over 18 years old.

Event description:
It was reported that there was a difficulty removal of device. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the proximal part of the balloon was inflated when it was removed from the hoop. Additionally, there was severe resistance in the wire lumen which made it difficult to insert and remove the device. The procedure was completed using this device. There were no patient complications reported post procedure. It was further reported the device was simply removed without any additional intervention. The patient condition post procedure was good.

Event description:
It was reported that there was a difficulty removal of device. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the proximal part of the balloon was inflated when it was removed from the hoop. Additionally, there was severe resistance in the wire lumen which made it difficult to insert and remove the device. The procedure was completed using this device. There were no patient complications reported post procedure.